Manufacturer narrative:
The gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On a follow-up visit a computed tomography (date images taken is unknown) revealed a proximal type I endoleak. No aneurysm growth was present. It was reported that on (B)(6) 2014, the patient had a reintervention procedure. An aortic extender endoprosthesis was implanted, the proximal type I endoleak was resolved. The patient tolerated the procedure.